Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked and the distal tip was observed to be damaged. Despite the cannula being kinked and the distal tip being damaged, the cannula measured within specification and fluid was able to exit the fluid path successfully. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. No other damages or defects were observed that could contribute to the reported leaking during wear symptom. The data downloaded from the device did not show any timeouts or drive stalls during the run. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown. The formed needle and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and pain during insertion and no issues were found. The exact cause of the irritation and pain during insertion could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had worn a pod between 4 and 24 hours their blood glucose level had rose to 306 mg/dl. In addition the patient experienced pain and irritation at the insertion site (hip/buttocks) as well as the pod had been leaking during wear. As treatment, the patient applied a new pod and delivered a bolus.